Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in refractory peritonitis. The breach in aseptic technique was further described as due to poor connection. Approximately one month prior to the event onset, the patient was hospitalized. The patient was treated with meropenem (1 gm, for 16 days, route and frequency were not reported) for the event. At the time of this report, the patient has recovered from the event 20 days after the refractory peritonitis event onset. Pd therapy was discontinued and the pd catheter was removed 32 days after the event onset. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.